Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level.in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Single use; device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on or before (B)(6) 2024 on a nasal sample. It is unknown if additional testing was performed. The consumer indicated they were experiencing symptoms such as loss of taste. The consumer confirmed there was no medical care/treatment provided. No additional information, including patient harm due to the test result, was provided.